Event description:
It is reported that the reamer tip disengaged from the flexible shaft and got stuck in the intramedullary canal at the distal humerus. The tip remains inside the pt.

Manufacturer narrative:
This report will be amended when our investigation is amended.